Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence which indicates a liberty select cycler/liberty cycler set product issue or malfunction caused or contributed to the patient event. The exact cause of the patient¿s serratia peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. The patient¿s pd effluent yielded growth of serratia marcescens which is an organism that naturally occurs in soil and water. Patients with renal failure and diabetes mellitus are susceptible to serratia infections. Additionally, it was indicated the patient drains directly into a bucket each pd treatment. While it was reported the patient routinely bleaches the drain bucket; and other potential water sources for infection (such as faucet and shower head at home); contamination from environmental surfaces in the home is a potential factor in the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced serratia peritonitis. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the patient did not experience any fluid leaks nor any visible defects or issues with any fresenius products in relation to the event. The patient received a delivery of delflex and cassettes. However, the nurse reported they did not suspect the delivery was associated with the serratia peritonitis event. Additionally, the nurse could not confirm if products during that delivery were used at the time of the event because the patient¿s older stock was rotated for use first. The stock was maintained in a clean and dry area. It was reported no products are available for return to manufacturer; as per the nurse all concomitant fresenius products have been used. Additionally, on prior to the peritonitis, the patient was seen in the pd clinic for routine clinic visit. Reportedly, the patient did a hand wash at the clinic sink when coming into the clinic and performed hand hygiene with hand sanitizer on the way out. Moreover, it was reported the patient drains directly into a bucket which is standard practice for the clinic. The patient bleaches the pd bucket after every use, routinely bleaches faucets and shower heads (at home), uses antimicrobial soap and hand sanitizer and is meticulous with infection control procedures and follows aseptic technique. Additionally, it was reported the patient follows the clinic standard protocol for daily pd exit site care; using except to clean the exit site and then gentamycin cream is applied to the site. The patient does not have any pets in the home. Subsequently, on (B)(6) 2019, the patient was experiencing abdominal pain and was admitted to the hospital. During hospitalization, a pd culture was obtained which yielded growth of serratia marcescens and a white blood cell (wbc) count of 10,414. The patient was initiated on vancomycin 1 gram intraperitoneal (ip) every 5 days and ceftazidime 1-gram ip daily. Additionally, it was reported the patient continued pd therapy using a hospital cycler. Repeat pd cultures (on (B)(6) 2019 and (B)(6) 2019) revealed the patient¿s wbc was declining (results 656 and 545 respectively). On (B)(6) 2019, the patient was discharged home continuing ceftazidime 1-gram ip outpatient. The patient was being monitored for daily wbc count and on (B)(6) 2019, the patient¿s pd wbc increased to 751. As a result, on (B)(6) 2019, the patient was re-admitted to the hospital for pd catheter (not a fresenius product) removal. Per the nurse, the patient was treated with ceftazidime 1 gram intravenously (IV) during hospitalization. On (B)(6) 2019, the patient was discharged from the hospital and transitioned to outpatient hemodialysis for renal replacement needs. The patient has reportedly recovered from the peritonitis event. The cause of the patient¿s serratia peritonitis is unknown. However, the patient has poorly controlled diabetes (on insulin therapy) which is a well-known risk factor for infection. It was reported the patient did not have any other risk factors for serratia infection such as a history of cancer; prior antibiotic or steroid use; prior pd catheter exit site infection; or prior medical procedure/hospitalization.